Event description:
It was reported that the pump battery was unable to charge despite using multiple usb cables, wall adapters and power sources. The reported issue did not impact customers blood glucose level. Reportedly, the customer reverted to manual injections for insulin therapy.